Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via lp shunt in (B)(6) 2020 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). An examination conducted in october 2022 confirmed that the lumbar catheter was torn. The valve was removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve and the catheter from kaneka at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the catheter from kaneka, at the time of investigation no function issues were noted.